Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed the stored episode as well as device programmed settings. This device remains in service. No adverse patient effects were reported.